Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation cause not established.olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the insertion tube rotation ring was sticky. There was no patient involvement.